Event description:
Event description boston scientific crm received information that this patient began experiencing chest discomfort sometime after a routine follow-up. As a result, the patient came in for an additional follow-up visit (one month after the previous follow-up). At this time, the ventricular lead displayed impedance measurements greater than 2500 ohms and pacing threshold measurements were unable to be measured. During the revision procedure, lead impedance measurements greater than 2500 ohms were obtained through the pacing system analyzer and a lead fracture was suspected. The lead was surgically abandoned and successfully replaced with a competitor's model.